Event description:
Biomedical technician reported that an overinfusion of solution was suspected during apd therapy using the pac-xtra cycler. During fill 2 of 6 a no flow detected alarm occurred, which indicates that the pac-xtra upper scale detected a fluid decrease of less than 15mls whithin a 4.25 minute timeframe. At the time of the alarm, the device display indicated that 322mls of the programmed fill volume of 500mls had been delivered of the patient. While addressing the alarm situation, one of the healthcare professionals (hcp) noted that while programmed to deliver 500mls the device displayed the fill volume goal as 1406mls. An overinfusion of solution was suspected and the device was placed into a manual drain, volume of fluid drained not specified. There was no patient injury or medical intervention as a result of this incident.